Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Programmer s2d data shows various electrogram baseline noise observed on the atrial channel a tip to aring between (B)(4) 2012 and (B)(4) 2013.

Event description:
It was reported that the patient went to the emergency room complaining of a vibrating sensation in the left lateral chest wall. Oversensing was also observed on the right atrial (ra) lead electrogram when the patient moved the left arm. The lead was possibly fractured. The device was reprogrammed to turn the atrial channel off and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.